Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced an abnormal transmitter behavior. Patient stated transmitter was hot to the touch. No additional patient or event information is available.